Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedance on the non-boston scientific right atrial (ra) lead was intermittently high out of range. Boston scientific technical services discussed programming options with the reported. No adverse patient effects were reported. This pacemaker remains in service with the non-boston scientific leads.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.